Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips that the device is showing a power failure and sounding an alarm. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device is showing a power failure and sounding an alarm. The customer declined philips service to repair the device. As the device was not available for evaluation, the root cause for the reported issue remains unknown. The customer declined philips service to repair the device. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. H3 other text : device not returned for evaluation.